Event description:
According to customer's rep: seat of the otter pool lift dropped twice during one day with seat occupied. The handle kept turning and it wouldn't stop. The seat could reach the floor if the handle would not be stopped by the nurse.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR medibo medical products (B)(4). (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.